Event description:
Caller reported a cgm error 42, which was addressed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, and the sensor session was successfully restarted, with no further error codes appearing.